Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data files were provided. Review of the clinical data file showed that the unit did deliver a shock and was in AED mode. Evidence within the files indicates that the device was being used on a patient that was conscious with a pulse. The x series operators guide states that AED mode is not intended to be used when the patient is conscious, breathing, has a detectable pulse or signs of circulation. Analysis of reports of this type has not identified an increase in trend.